Manufacturer narrative:
A ge healthcare field engineer (fe) contacted the customer who advised that they were using this anesthesia machine in an off label manner to ventilate a covid-19 patient. The customer had determined that there was a build up of water within the co2 absorber canister which caused the unit to alarm and halt ventilation. The customer told the fe that this was one of the first covid-19 patients that they ventilated with an anesthesia machine and they did not have the fresh gas flow high enough which caused excess water build up in the system which collected in the co2 canister resulting in the cessation of ventilation. The customer did not ask for help on how to use anesthesia machines on covid patients prior to this event. Following the customer's call for this event, the fe provided the necessary instructional documents for the use of ge healthcare anesthesia machines for ventilating covid-19 patients. These documents are available on the ge healthcare website in the covid-19 section titled topic: covid-19 - requests for information regarding the off-label use of ge healthcare anesthesia devices for ICU ventilation. To correct this issue, the co2 canister was emptied, re-installed, and the fresh gas flow was increased as recommended. The customer advises that they now understand the correct procedures to ventilate using anesthesia machines and that ongoing cases are not experiencing the same problem. There is no allegation of death or injury resulting from this event. The root cause of the loss of ventilation is confirmed as the customer described. A buildup of water condensation in the co2 absorber restricted gas flow to the point that the customer stated.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the anesthesia device was being used to ventilate a covid 19 patient when the device alarmed and stopped ventilating. The patient was ventilated by other means. There was no report of patient injury.